Manufacturer narrative:
Report date: 15jun2021.

Event description:
The respiratory therapist (rt) reported touch screen not responding. Biomed reported unit was alarming at turn on. The device was in clinical use. There was no patient harm. The biomed cannot duplicate issue with touch screen. They verified it was responding to touch via the touch screen diagnostics screen and unit passed touchscreen calibration. The biomed stated the unit was alarming "patient disconnect" and "low min volume" at turn on. The biomed advised that if there was no patient or test lung connected to the unit, it was alarming as expected, no issue. The investigation is ongoing.

Manufacturer narrative:
There was no problem found during evaluation. Device passed calibration and testing. The device was not being used for medical treatment; no further details were provided regarding the event.